Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The following were possible causes; however, it was difficult to identify the root cause because the device had been repaired by a third party and no warranty could be given for the device. Because the aspiration of the clip remained when the clip of the jaw was opened, it could not be discharged in the stack. This occurred when brushing with ch conduit containing k branch. It was likely there was a deviation from the olympus and boston scientific instructions for use as it was noted not to suck the clip. Therefore, the issue occurred due to misuse by the user. The instructions for use (IFU) provides the following guidelines: if the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 63, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus. In the resolution clip manufactured by boston, IFU's "procedure" prohibits the collection of clips not contained in the sheath via forceps ch with the following contents. Caution: do not remove an unsheathed open clip through the endoscope working channel, otherwise endoscope working channel damage may result. 3.8 inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve. In addition, it states that repairs other than olympus are not covered by the warranty as follows. This instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and / or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus' own authorized service personnel is excluded from olympus' limited warranty and is not warranted by olympus in any manner.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the customer was advised to not use the scope until was deemed safe for use after an evaluation had been performed by the olympus repair center to verify the channel was not damaged. The customer stated that a third-party was normally used to repair the scope but wanted to send the device to olympus. The issue was initially reported to an olympus sales representative by email and the customer wanted to know if the clip would affect the integrity of the internal channel and what the repercussions would be, would the clip affect the process of disinfecting and would the clip itself get disinfected, and had this happened before and what would be the course of action. The device was returned to an olympus service center for evaluation. A borescope was used, and a non-olympus channel (forceps passage) was found. The channel was also kinked. The cover, rubber, glue, light guide lens, nozzle, insertion tube, light guide tube, and control knob were found to be non-olympus parts. It was also recommended the insulation, body, and control knob be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that a boston scientific clip was stuck in the evis exera ii colonovideoscope during three (3) procedures with three (3) different patients. On (B)(6) 2021, during a diagnostic procedure, clips were used, and one (1) clip came off and was not identified in the suction container or in the patient. Central sterile processing was notified to flush and brush out the scope for the fear of the clip being lodged in a channel. The scope went through the regular manual cleaning process, flushed out, a brush was run down the channels, and no clip was found during the process. The scope was used on a patient during a diagnostic procedure on (B)(6) 2021 and then again on a patient during a diagnostic procedure on (B)(6) 2021. At the end of the procedure on (B)(6) 2021, during the cleaning process, the location of the clip was identified when it became dislodged from the channel and flushed out of the scope. During the procedure on (B)(6) 2021, there were no other devices involved in the event. During the procedure on (B)(6) 2021, radial jaw biopsy forceps were also used. All of the procedures were completed with the same device and there was no patient harm or surgical delay. This complaint is related to patient identifier: (B)(4).